Manufacturer narrative:
Final analysis found insulation degradation at 4.4 cm and at 5.0 cm to 5.2 cm from the connector pin. This could likely cause a short between the proximal coil and the device can resulting in the complaint as reported from the field.

Event description:
It was reported that the right atrial lead exhibited intermittent capture, high threshold, under sensing and an insulation amomaly. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.